Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced loss of therapy due to high impedance on the lead. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue. Reportedly, therapy was restored post op.

Manufacturer narrative:
The report event of high impedances was confirmed. As received, visual inspection showed the returned lead found all the internal lead wires broken.